Event description:
It was reported that balloon rupture occurred. The target lesion was located in the popliteal artery. A 4.0mmx80mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon burst before it was inflated to rated burst pressure. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.